Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic nissen procedure, cutting and coagulating was not done properly. There was no patient consequence.